Event description:
It was reported that during a promus stenting procedure in a 90% stenosed, tortuous mid left anterior descending artery, the balloon ruptured at 12 atmospheres. It is unknown whether the stent was fully expanded at the time of rupture or another device was used to complete the procedure. There was no reported resistance upon removal. There was no reported adverse patient effect or clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.